Manufacturer narrative:
The event date provided by the facility to the sorin group representative was (B)(6) 2016. However, the user report filed with the british competent authority stated the alert date as (B)(6) 2016. As this date is after the date that the sorin representative was initially notified of the event, and as the unit had already been returned to sorin group (B)(4) on (B)(6) 2016 for deep disinfection, sorin group (B)(4) determined that the alert date listed on the user report is incorrect. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The unit has been returned to sorin group (B)(4) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to have m. Chimaera growth during maintenance. There was no patient involvement.

Manufacturer narrative:
The device manufacture date provided in the initial report was incorrect. The correct device manufacture date is july 14, 2014. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). The heater-cooler was returned to livanova (b)(5) for deep disinfection. The final test results from samples taken following the deep disinfection procedure (dated (b)(6() showed 2 cfu/ml and no growth of mycobacterium. The device was returned to the customer after the completion of deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated a CAPA project (2016-01) to investigate this type of issue.